Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during transseptal phase, the patient experienced cardiac tamponade that required pericardiocentesis. Blood pressure dropped during brockenbrough (bb) attempt. There was a possibility of cardiac tamponade, and soundstar confirmed that there was pericardial fluid, so drainage was performed. This occurred about 1 hour after patient entered the room, after bb. After emergency treatment with drainage and blood transfusion, the patient was transferred to the intensive care unit (ICU) after hemodynamics were stabilized. Description of health hazard was worsening blood pressure status. After the procedure, the patient was transferred to the ICU. Progress is unknown. Mechanical needle was used for transseptal puncture. Ablation was not performed before pericardial effusion or tamponade was identified. No mention was made of a carto 3 relationship, with the possibility that the needle used for bb may have punctured the incorrect spot. Additional information was received on 02-may-2024. Thermocool® smart touch® sf bi-directional navigation catheter had been inserted into the patient¿s body. Octaray and soundstar eco were not inserted, when the event occurred. No error messages observed on the biosense webster equipment during the procedure. The physician¿s opinion on the cause of this adverse event was procedure related. The physician mentioned the possibility that the needle used for bb may have punctured the incorrect spot.

Manufacturer narrative:
E1. Initial reporter phone:(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31265540l and no internal action related to the complaint was found during the review if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 28-may-2024. Navigo and swartz sheaths (non biosense webster, inc) were used during the transseptal puncture. Clarified that there were no abnormalities observed during use of the biosense webster, inc. Product. Therefore, have reassessed that the most suspected device are the sheaths used for transseptal puncture for this event. Therefore, the thermocool® smart touch® sf bi-directional navigation catheter was reassessed to a not reportable concomitant product. Manufacturer's reference number: (B)(4).